Manufacturer narrative:
(B)(4): the patient¿s was diagnosed with idiopathic urticaria. Skin testing and suture challenge were both negative for ige - mediated suture reaction. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported by the patient that she underwent a cyst removal procedure from her chest above her left breast on (B)(6) 2013 and suture was used on the subcuticular layer. On (B)(6) 2013, the patient noted a small welt similar to a spider bite in her cleavage area. The patient inserted her gynecological medications and began to itch then had a full blown allergic reaction the groin area along with heart beat, tightening of chest and throat. The patient took benadryl and then was treated in the emergency room with prednisone and famotidine. The patient has repeatedly developed symptoms of hives and difficulty breathing post cyst removal procedure. The patient has had follow-up appointments with physicians in the emergency room and with personal physicians. The patient had three severe acute episodes with swollen tongue, eyes, lips, and tightening of the chest within a seven day period. The suture was removed in the emergency room on (B)(6) 2013 and the patient is no longer experiencing any symptoms. The patient plans to be tested for allergies on (B)(6) 2013. Currently, the patient is weaning off of prednisone.

Manufacturer narrative:
The actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch eg2749: mfg date: ni, exp date: 01/01/2017; batch ej2021: mfg date: ni, exp date: 07/01/2017. It was reported by the patient that she underwent a cyst removal procedure from her chest above her left breast on (B)(6) 2013 and suture was used on the subcuticular layer. On (B)(6) 2013, the patient noted a small welt similar to a spider bite in her cleavage area. The patient inserted her gynecological medications and began to itch then had a full blown allergic reaction the groin area along with heart beat, tightening of chest and throat. The patient took benadryl and then was treated in the emergency room with prednisone and famotidine and triamcinolene cream as needed. The patient has repeatedly developed symptoms of hives and difficulty breathing post cyst removal procedure. The patient has had follow-up appointments with physicians in the emergency room and with personal physicians. The patient had three severe acute episodes with swollen tongue, eyes, lips, and tightening of the chest within a seven day period. The patient was given epinephrine in the emergency room and is no longer experiencing any symptoms. Within 4-5 days most welts had disappeared. The patient still has some scars on inner thighs. The surgeon reported that the patient never had a reaction around the suture. The surgeon opines that the initial cause for the hives could be that the dhea vaginal suppository inserted on (B)(6) 2013, because the patient noted swelling of labia and hives in genital area two hours after inserting the suppository. The patient plans to be tested for allergies on (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04360. The same patient is represented in each medwatch.